Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2022-00145, 1627487-2022-00193. It was reported that the patient experienced ineffective therapy. In turn, surgical intervention occurred wherein the physician attempted to explant the leads and replace with paddle leads. However, the patient had too much scar tissue and the physician could not complete the surgery. One lead was explanted and replacement procedure was abandoned.